Event description:
It was reported by medwatch, "cracked stat-lock device inside arterial line insertion kit. Background: for arterial line placement there is an insertion bundle kit that providers use that have all items needed for sterile insertion. Assessment: bundle kit was used, prior to attaching stat-lock it was noted by provider to have cracked plastic attachment. Recommendation: review product inside bundle kit--made by bard item identified as bard art0420 in kit art685 in centurion kit art685."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.